Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was unknown.

Manufacturer narrative:
The reported events of premature discharge of the battery, inability to interrogate were confirmed and data problem was not confirmed. Device was received with no telemetry communication and with normal output. Visual inspection of the header attachment area detected an anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found above eri with signs of rapid depletion. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information notes that the patient presented in clinic and the device was stuck in magnet mode and displayed an error message. The pacemaker was explanted and replaced without incident.